Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5554-45, implantable lead, (B)(6) 2006; 5054-52, implantable lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that during the device replacement procedure, the atrial lead was being connected to the device. The screw thread on the device was stripped by being over torqued by the wrench. The screw would not turn. The device was then explanted and a new device was used. No patient complications have been reported as a result of this event.